Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) male patient weighing 150 pounds. During the procedure, the physician advanced the device towards the target site through torturous anatomy . The pull wire was retracted for stent deployment and then reinserted for repositioning. As the pullwire was being reinserted, the pullwire bent. The physician decided to withdrawal the device from the patient and the stent deployed prematurely. The stent was removed with a snare and the procedure was completed with 2 wilson cook 7fr 15 cm stents and no patient complications. The procedure was successfully completed with no reported patient complications. The patient was reported to be in fine after the procedure.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. (B)(4) - no code available - additional intervention required. (B)(4). The complainant indicated that the device has been disposed. If there is any further relevant information, a supplemental medwatch will be filed.